Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during screen fixation on a bilateral inguinal hernia procedure, the tacks were released into the abdominal cavity. The tacks were removed and a new device was used to complete the case. There was no patient injury.